Manufacturer narrative:
Results: bd received (B)(4) samples from the customer facility for investigation. Based on the visual inspection/evaluation of the samples, bd observed separation between the hub and collar of the product. The customer samples were evaluated and the customer¿s indicated failure mode of ¿broken safety shield¿ with the incident lot was not observed. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: based on the investigation, the root cause / potential root cause for the hub/collar separation was determined to be a compromised weld bond.

Event description:
It was reported that the device, 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, has had issues with several broken safety shields. No medical intervention or injury reported.